Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user's test strip had a poor storage.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer's expected fasting blood glucose test result range is 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking insulin to manage diabetes. The customer provided that they have not had any recent changes to diet or medication. The product is stored in the kitchen. The test strip lot manufacturer's expiration date is 12/29/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test results: (B)(6). Adverse event not reported.